Event description:
It was reported the implantable neurostimulator (ins) prematurely depleted. The ins reached end of service (eos) in (B)(6) 2014 and it was to be replaced, but the healthcare professional (hcp) wanted to know if they should implant a rechargeable ins. The hcp wanted to know if the longevity was normal or if the ins was not functioning. The patient¿s previous ins lasted four years. The ins was programmed to 1-, 2+, 3- at 5v, a pulse width of 420, and a rate of 90 hz. The ins was programmed in continuous mode and not cycling mode like with their last ins. Impedances were measured to be within normal limits. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's healthcare professional (hcp) thought the implantable neurostimulator (ins) was not functioning. The hcp did not understand why the ins was at end of service (eos) five months after implant when the prior ins lasted four years with the same parameters. The ins was to be replaced, but the surgery had not been scheduled.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins battery had reached normal end of life. Telemetry and output were okay. The ins was at eos (end-of-service) when it was received for analysis. The ins battery was low, but the output was able to be tested at low settings after resetting the eos bit. There was good stable output observed. No visual or electrical anomalies were found with the hybrid circuit. Destructive analysis of the battery did not reveal any internal anomalies that would have caused premature battery depletion. Based on the analysis of the ins, it appears that it reached a normal eos condition.

Event description:
Additional information received reported the implantable neurostimulator (ins) was explanted and replaced the week prior to this report.

Manufacturer narrative:
(B)(4).